Manufacturer narrative:
Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated. Imdrf device code a0504 captures the reportable event of peg tube leak. Block h6 (impact codes): impact code f19 captures the reportable event of surgical intervention. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. Reportedly, it was observed the peg tube had dislodged which resulted in enteral nutrition feedings entering into the peritoneum. Subsequent or visits were required to manage further complications to the patient. No further information has been obtained despite good faith efforts.